Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and was treated with glucagon and carb intake. The customer reported blood glucose value of 27 mg/dl. It was also reported that customer alleges pump is over delivering insulin. The event involved product(s) mmt-399a, mmt-332a, mmt-1884, mmt-7040a. Troubleshooting was performed. Customer was using the auto mode/smart guard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported low blood glucose event. No product return is required for mmt-399a. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-7040a.

Event description:
Updated summary: customer reported having a low blood glucose value on(B)(6) 2025 at 00:00. Low was treated with 2 glucagon injections and customer went to the emergency room at 7:18am for a low blood glucose value of 27mg/dl. Customer did not mention carbohydrate intake. Customer also said the pump time was slower by 1h 1min. Helpline assisted with correcting the time. Customer alleged over delivery because bg went down after changing the set on (B)(6) 2025. Customer said the reservoir showed 0 amount left and he thinks all that caused the blood glucose to go down. However, customer was disconnected during the rewind/prime sequence. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.